Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hair loss, nickel allergy, menorrhagia, parity 2 and gravida ii. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3341 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: pathological diagnosis: total weight of uterus with cervix: 71.2 g. Cervix negatives for dysplasia. Endometrium: proliferative phase endometrium: no pathologic diagnosis. Myometrium: unremarkable. Serosa: unremarkable. Bilateral fallopian tubes: bilateral essure coils identified, benign para tubal cyst. Specimen: uterus right and left fallopian tubes, complete hysterectomy and bilateral salpingectomies. Clinical history: menorrhagia. Gross description: the specimen received uterus and cervix with bilateral fallopian tubes with essure (free coil is from left tube). Identified within the attached portion of right fallopian tube is a coiled metallic essure device. The attached portion of right fallopian tube measures 1.5 cm in length and 0.3 cm in diameter. Serial sectioning of the attached portion of right fallopian tube revels no gross lesion. The attached left fallopian tube measures 5.0 cm in length and 0.4 cm in maximal diameter and has fimbriated end. Also identified two portions of metallic essure coils that range in length from 3.2 cm t0 7.1 cm.also identified is a portion of pink-tan fallopian tube with fimbriated end and paratubal cyst.the portion of fallopian tube and fimbria measures 3 cm in length and 0.3 cm in maximal diameter. Photographs: figure #1 uterus demonstrating entire intact left fallopian tube and intact partial right fallopian tube. Figure # 2 free floating essure coils in container. Figure# 4 attached partial right fallopian tube with embedded essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 08-sep-2023: medical record received. Surgical pathology report added. Medical history added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.